Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the pump has stopped working and the device does not inflate when pumped. The patient reported a sharp pain around the abdomen area when the implant was inflated. The pain went away when deflated but could not inflate following. Reportedly, it felt like the saline was gone. The patient's physician has recommended a replacement, but this has not yet been performed.

Manufacturer narrative:
D4: catalog and lot number updated based on additional information.

Event description:
According to additional information received, the reservoir was removed and replaced as there was pulled tubing [fracture] at the neck of the reservoir.